Event description:
It was reported to covidien on 07/20/2010, that a customer had an issue with an electrosurgical device. The customer reports that a patient received a 6 cm thermal injury to the leg. Customer states it appeared that the injury was the size and shape of a closure catheter. There was blistering of the skin to which bacitracin and sterile dressings were applied.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.